Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose (bg) reminder. Upon review of pump history, it was noted that a bg level of 24 mg/dl had been entered into the pump. Reportedly, the customer was unsure if bg level had actually been low, or if the bg level of 24 mg/dl was accidentally entered into the pump. Customer declined to provide any additional information regarding the reported issue. At the time of the report, customer's bg level was 212 mg/dl.